Event description:
Drive medical has rec'd an attorney letter alleging that the claimant was injured from one of rollators originally distributed by drive medical. It was alleged that the rollator front-left bar cracked causing the claimant to fall and sustain injuries. Detail of the injuries is unk. Drive medical has subsequently rec'd eight (8) photos on the alleged device. We have notified the device MFR as soon as we were aware of the event and required the MFR to conduct an internal investigation. This MDR report is based on the initial complaint and MFR's feedback.